Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis broken into 2 sections. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of shaft polymer extrusion identified a shaft polymer extrusion break at the port bond site; 119cm distal from the distal end of the strain relief. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 20mm synergy ii drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft break.